Event description:
It was reported that during an open heart case when switching from automatic to manual ventilation, there was exchange of the breathing gas between the bellows and the bag. The user reported that they could not manually ventilate the pt. An ambu bag was used to ventilate the pt. There was no pt injury.